Event description:
It was reported that a string like particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation with solution in the bag; along with a picture sample. During visual and magnified inspection of the actual sample, no particulate could be observed. The fill port cap was removed of the actual sample and no issue were observed at the connector or cap. However, in the provided photo sample a white elongated particle matter, possibly of acrylonitrile butadiene styrene consistent with fill port material, appeared to be in the solution. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is related to customer handling or the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.